Event description:
The customer reported that the slide clamp on the extension set was difficult to engage. They also complained that when the clamp was engaged, they were still able to flush through the extension set, indicating the clamp was not tight enough. While attempting to engage the clamp, the nurse's glove got stuck in the clamp and the entire IV was accidentally pulled out. No patient injury occurred as a result of the event, and the set was not saved.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the clamp on the extension set was broken and the user was able to flush the patients saline lock when the clamp was engaged. The customer stated no patient injury occurred as a result of the event, and the set was not saved.